Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was not known. Customer delivered a correction bolus to resolve elevated bg. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Recommendation was made for customer to consult with a healthcare provider.